Event description:
A report was received from (B)(6) stating: "at the end of the cataract surgery during removal of the viscoelastic, the infusion stopped suddenly leading to important variation of the interocular pressure. A posterior capsular rupture occurred with the iol luxation in the posterior segment. A secondary surgery was performed one week later with anterior and posterior vitrectomy and implantation of another iol on (B)(6) 2014."

Manufacturer narrative:
The bausch & lomb tech visited the user facility and performed a full inspection of the stellaris system. All functions were found to be within specification. The reported problem was not duplicated during the functional testing.